Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an issue with a patient. There was an infection in the device pocket. There were no known factors that may have led or contributed to the issue. The implant was relocated and the infection was in treatment. The issue was not resolved as of 14-may-2021. It was noted that there was pain in the device pocket. The patient was alive with no injury. The issue occurred during normal use.